Manufacturer narrative:
B3 - date of event: date of event was approximated to 03/01/2026 as the exact event date was not reported. (B)(6). Investigation results: media review: a media provided by the customer reviewed and showed the cardboard shipping box laying on the concrete dock, open on one end with the product carton visible inside. The product carton was also open, indicating that the seal is compromised. The photo received confirms that the impulse diagnostic catheter packaging was damaged and the seal compromised. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the DHR and the reported complaint, the most probable cause for this complaint was considered cause traced to transport/storage. As it was reported that the device was received damaged, and the photo shows the product carton damaged with the seal compromised, it most likely means that the event happened due to an event after the device left boston scientific (bsc) control, and on the way to the facility during transportation or storage of the device at the facility. Before the devices are packaged, the inspection process ensures that the devices are held to bsc design and manufacturing standards. The inspection process would find and pull the devices if damaged and would scrap accordingly, so it is most likely that the reported event was due to transportation or storage.

Event description:
Reportable based on device analysis completed on 30apr2026. It was reported that the packaging was damaged. A 5f impulse fr4 (5pk) catheter guide was selected for use. It was noted that the packaging was damaged. The device is unable to be used, as this is an out of box issue. No patient complications were reported, as there was no patient involvement. However, device analysis revealed that cis has assessed the seal is compromised.